Manufacturer narrative:
One (1) actual sample was received for evaluation unused without a pouch. The other three (3) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye noted the sample was returned without a green cap to the patient connector. There was no evidence of damage to the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on the suspect lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual lot number was not known; however, lot h21g05066 is a potential suspect lot. A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets with cassette were received with no caps on the patient line. This was identified before use of the devices for peritoneal dialysis (pd) therapy; the cassettes were in their bag (overpouch). There was no patient injury or medical intervention associated with this event. No additional information is available.